Event description:
It was reported (1) msm20 was used during an unknown procedure. It was reported by the rep that the clips were being placed into the jaws of the device crooked. Tried three to five times, and all clips were sitting in the jaws incorrectly. Opened another device to complete the case. There was no consequence to pt.